Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed what appeared to be a degraded piece of burned plastic inside the tubing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black speck in the tubing of a clearlink continu-flo solution set. This issue was identified before use. There was no patient involvement. No additional information is available.